Event description:
It was reported that during gb surgery, the clip did not clamp tightly and continued to create a gap in the middle, making it impossible to use the product. Two new products exhibited the same issue consecutively. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch#: a98608. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.